Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later time, this report will be supplemented. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer , provide the device manufacture date , update the event problem and evaluation codes , and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found that the mono coil had detached from the gastro tube. The reported system error 40 and 0 (zero) were able to be reproduced. The likely root cause of the reported phenomenon was electrical short found inside the articulation sleeve of the transducer. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that the patient was already sedated and on the table undergoing a transesophageal echocardiogram (tee) procedure. In the middle of the procedure, the transducer prompted a usacquisitionhw _0 error message. The physician removed the transducer and another tee probe was re-inserted into the patient to complete the intended procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.